Event description:
Customer called to report that at 200-250 ml whole blood processed, there was a blood leak in the centrifuge chamber. The whole chamber was covered in blood. The customer aborted the treatment, uninstalled, inspected and discarded the kit and cleaned the instrument before calling. Css asked whether any damage could be found on the kit, customer answered that she didn't find anything, neither on the bowl nor on the drive tube. Css asked whether the leak detector was damaged, customer said no. Css advised to test the leak detector before starting a new treatment. Patient reported to be stable, but will not receive a new treatment today. Kit lot will not be returned for evaluation. No service order was generated.

Manufacturer narrative:
A review of lot c115 was performed and there were no nonconformances found relating to the nature of this complaint. This lot met release requirements. A review of lot c115 shows no trends. A review of the complaint categories shows no trend for "alarm #8: blood leak? (Photoactivation chamber)." There was no CAPA initiated for complaint category "alarm #8: blood leak? (Photoactivation chamber)." The product was not returned for further analysis; therefore, it could not be determined if the product met specifications. Complaints are monitored through tracking and trending. If a trend is detected, further action will be taken. (B)(4).